Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.